Event description:
Device was returned for service. During service, technician indicated the device was damaged and not functioning properly. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the device showed signs of water damage and overheating. This was attributed to improper handling. Device was replaced and returned to the customer. Manufacturing date for this device is unavailable.